Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because the patient remains on-going on vad support at this time and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced red heart alarms. The patient has rescue tape on the driveline proximal to the system controller. A log file was not submitted for review; however, it was reported that there were no ¿pump off¿ notations in the patient¿s history, but multiple low flow alarms with speed drops were noted. Technical services reviewed a submitted x-ray which indicated some slight shield stretching near the connector end bend relief. The patient went home without retrieval of the log file. The patient was asymptomatic at the time of the event. No interventions were reported. Subsequent information indicated that the patient is currently doing well.

Manufacturer narrative:
Approximate age of device - 7 years, 4 months. The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.